Event description:
It was reported that the patient's sinus rhythm, with sinus p-waves clearly seen, was classified as at (atrial tachycardia). It was noted that "detect very regular at rhythms" was set to all rates. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).